Event description:
It was reported that there were impedances greater than 40,000 on all electrodes. It was noted that there was a broken cervical lead. There was a loss of stimulation/therapeutic effect. No action planned yet but patient was going to meet with the healthcare professional to see if they want to replace the lead. Impedance testing and reprogramming was done. Patient had taken a few bad falls in the two months prior to this report and thought that coincided with the loss of stimulation. Patient had less than 50% therapy relief. No patient injury was noted. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3778-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3778-45 serial(B)(4) implanted:(B)(6) 2013 explanted:(B)(6) 2017 product type lead product ID 37754 serial(B)(4) implanted: product type recharger product ID 37746 serial(B)(4) product type programmer, patient product ID 3778-45 serial(B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there was a spinal cord stimulation (scs) explant on the day of the report of the cervical and thoracic system. The rep reported that on the initial period x-ray, it appeared the leads had backed out of the epidural space on their own, judging by the level in cervical and thoracic spaces versus implant documentation. The rep reported that the healthcare provider (hcp) extracted the thoracic lead and generator without complication. The rep reported that when the hcp attempted to extract the cervical lead, it came out without ease and noted that only 5 electrodes were on the cervical lead. The rep reported that the hcp went back for x-ray and identified the 3 remaining electrodes and their wires and was able to extract them from the subcutaneous space. The rep reported that the cervical lead was not in the cervical epidural space. The rep reported that after the extraction of the cervical electrodes, they were unable to see any other lead fragments left behind. The rep reported that the hcp planned on sending the patient for CT scan to evaluate for electrode wire(s) left behind prior to clearing her for an MRI in the future. The rep reported that they would return all explanted components for analysis. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found a broken conductor in the body and the distal end of the lead. Analysis of the lead with serial number (B)(4) did not find any significant anomaly of the device. If information is provided in the future, a supplemental report will be issued.